Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 448, 385, and 143 mg/dl when all test were performed within 10 minutes apart on the advantage system. Reporter indicated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.